Event description:
A malfunction alarm occurred, identified as code malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support (cts) to use an alternate backup therapy, mdi, while a replacement pump was arranged under warranty. The caller was guided on how to put the faulty pump into storage mode and agreed to return it using a pre-paid label within ten days.